Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that their insulin pump was not working since they first started using the device. The customer did not troubleshoot the issue. The customer sent the product back for analysis.